Event description:
Boston scientific received information that this device migrated from it's original location in the pocket to under the patient's arm pit. A revision procedure was performed.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information indicates that the device was explanted due to normal battery depletion (nbd). No additional adverse patient effects were reported.